Event description:
The complainant reported that the catheterization laboratory technician noticed bleeding from the groin, so the physician placed a figure-eight stitch while the technician was holding pressure. The physician did not want to wait any longer due to bleeding concerns. One pre-close had already been placed prior to the impella introducer being inserted. The physician decided to wean the impella and remove it in the procedural area because the patient was on vasopressor support and the mean arterial pressure was stable. Even after the impella was removed, hemostasis was obtained with one pre-close and forty minutes of manual pressure. Lidocaine with epinephrine was also administered.

Manufacturer narrative:
No product was returned for investigation. Major bleed: bleeding from groin site and was holding pressure, doctor did not want to wait any longer with bleeding concerns and decided to remove impella. Impella weaned and hemostasis was obtained with one pre-perclose and 40 mins of manual pressure. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device with sn: (B)(6) passed all post sterile inspection checks. As per qn (B)(4), pump with serial number (B)(6), found to have particle inside and failed 100% visual inspection checks. Rework of this unit has been successfully completed on rework workorder (B)(4), an "a" has been added to track sterilization. Unit will be sent back to sterilizer.